Event description:
The wobble bit snapped. Part of it was left wedged in the screw hole, flush with the surface, and the surgeon was unable to remove this.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.